Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that during image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. By using a test pullback sled assembly, the catheter was not able to properly pull back manually and automatically, due to the encountered windup. Impedance testing shows an electrical open at proximal wave form. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05140 and 2134265-2017-05494. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization, however during auto-pullback, the catheter suddenly stopped retrieving and could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05140 and 2134265-2017-05494. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization, however during auto-pullback, the catheter suddenly stopped retrieving and could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.